Event description:
I purchased elvie breast pumps via insurance and they broke 2x. I now can't pump to feed my baby and I've tried for 6 weeks to get my money back from the warranty they've validated I'm eligible for, but customer service claims incompetence each time I try to process the warranty. I can't afford to buy new pumps without getting the money back from the broken ones. I think elvie is doing this to a lot of customers, giving the runaround intentionally in customer service to avoid the warranty refund. This is causing issues with my breast milk supply and my ability to feed my baby. It is not enough money to get a lawyer, so I feel trapped by the system. Please please help! I've troubleshooted with customer service 3 times, nothing has resolved the issue. Reference report: mw5156208.